Manufacturer narrative:
The clip applier tip breakage could not be replicated. Lot history review did not find any similar complaint. A possible user error led to the event, the device was beyond its useful life.

Event description:
During a procedure, one side of the tip of a clip applier broke off and fell into the patient, the broken tip was retrieved. No one was harmed.